Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had low flow alarms in the setting of atrial fibrillation. During log file analysis, the persistent low flow alarms were confirmed starting on (B)(6) 2019. No further information was provided.

Manufacturer narrative:
Section b5: additional information. Section h4: correction. Manufacturer's investigation conclusion: the report of low flow alarms was confirmed via the submitted log files. According to the account, the low flows observed from (B)(6) 2019 through (B)(6) 2019 were in the setting of atrial fibrillation. A direct correlation between (B)(6) and the report of atrial fibrillation could not conclusively be determined. Additional low flows were confirmed on (B)(6) 2019, (B)(6) 2020 and (B)(6) 2020. A specific cause for these alarms could not conclusively be determined through this evaluation. In addition, on (B)(6) 2020, the bedside nurse reported hearing an alarm on the controller, however, only low flow and routine power cable disconnect alarms were observed. Multiple requests for additional information regarding this event was sent to the account; however, no further information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The submitted log files contained data from (B)(6) 2019 through (B)(6) 2019 and from (B)(6) 2019 through (B)(6) 2020. Low flow hazard alarms were observed on (B)(6) 2019, from (B)(6) 2019 through (B)(6) 2019, (B)(6) 2019, (B)(6) 2020 and (B)(6) 2020 when the estimated flow was below 2.5 lpm. The system appeared to be operating as intended. The hmii lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Both the IFU and patient handbook addresses all system controller alarms (including low flow hazard alarms) and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The account later reported the patient having continued low flow alarms. In addition, the bedside nurse reported hearing an alarm on the controller but could not find any unusual alarm in the history of the system monitor and controller but during log file analysis, more low flow alarms were observed.